Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the contact delivered a bolus for a snack; however, the snack was not consumed by the customer. Sugar was consumed to treat bg level. Additionally, it was reported that the pump did not annunciate an audible noise or vibration when the low bg alert declared. Contact declined to perform troubleshooting with tandem technical support.